Event description:
It was reported that the pump was explanted on 2014 (B)(6) due to pump pocket infection. It was noted that the pocket was swabbed for cultures. There were no diagnostic testing or troubleshooting performed. There was no alleged product issue. It was noted that the manufacturer representative would see the physician on 2014 (B)(6). The pump system was delivering fentanyl and bupivacaine. The patient¿s status at the time of report was ¿alive-no injury.¿ additional information received reported that the pump was removed on 2014 (B)(6). It was noted that the pump connector was removed but the rest of the catheter was ¿tied off¿ and remained implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8711, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8711, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported a computed tomography (CT) study was performed on (B)(6) 2014, which found probable abdominal wall abscess and fluid around the infected pain pump. The severity was noted as moderate. The etiology was noted as possibly related to the device or therapy and not related to the implant procedure. The patient resolved without sequelae as of (B)(6) 2014.